Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the customer dropped the pump, multiple malfunction alarms occurred. Customer's blood glucose was within range (value not provided). Customer reverted to using an insulin pen for insulin therapy.